Manufacturer narrative:
Correction is being made to previously submitted g3: date received by manufacturer. The correct date was 05/07/2024.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube, the air/water cylinder, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. The legal manufacture reviewed: the customer provided the cleaning disinfection and sterilization processes. Where no obvious deviations, from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was confirmed, at the place where the foreign material remained. It was confirmed, that the user did not use simethicone at the facility. The event can be detected and/or prevented, by following the instructions for use, which state: detection method: cf-ez1500dl/I operation manual, chapter 3: "preparation and inspection". Preventive measure: cf-ez1500dl/I reprocessing manual, chapter 5: "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.